Event description:
During installation of the unit, the field service engineer (fse) reported smoke coming from the power supply when it was plugged into the wall outlet. No injury was reported.

Manufacturer narrative:
The field service engineer (fse) checked the outlet power and it measured 117vac. Per product labeling, the power requirements are 100v - 230v, 600va (w), 50/60 hz. A new workstation was ordered.